Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump gave a "no disposable" alarm with two tone beeping when in use with the cassette; same result when used with another pump. A new cassette was used with no alarm. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.